Manufacturer narrative:
The device evaluation found the subject device exhibited foreign material in crack of bending section cover or distal sheath glue. Based on the results of the investigation, it is likely that the following led to the malfunction: operational problem identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in crack of bending section cover or distal sheath glue. There was no patient involvement.